Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the lens crimped on insertion. The incision was enlarged to accommodate a different iol. Pt experienced corneal edema.